Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported "exchange from textured to smooth implants due to the patient's concerns with the product with a right side rupture and possible bia-alcl". The device remains implanted.

Event description:
The device has been explanted.

Event description:
Healthcare professional reported "exchange from textured to smooth implants due to the patient's concerns with the product with a right side rupture and possible bia-alcl". Later reported "amorphous calcifications". Also reported "pathology revealed apocrine metaplasia/cyst", "microcysts", "usual ductal hyperplasia", "micro-papilloma's", "sclerosing adenosis", and "pseudo angiomatous stromal hyperplasia" that are not device related. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: broken and opening observed on posterior side assessed as unidentified (tear) opening (shell thickness was within specification) and missing shell assessed as inconclusive. Anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Calcification: no observed. Cyst-ndr: not applicable as the event is not related to the device. Additional observations: yellow particles observed on the surface of the shell. No further actions are required as the device was implanted.